Event description:
It was reported to boston scientific corporation that a pt underwent a transvaginal hysterectomy in 2003, using bsc capio device for treatment of a uterine prolapse and rectocele formation. Approx 17 months later, in 2005, the pt presented with pain in the lower back and right sided pelvic region. The pt went to a imaging center for further examination. X-rays revealed that there was a linear metallic band in the right adnexal region. Further testing was performed four days later, that confirmed the presence of a curvilinear metallic foreign body in the region of the right sciatic notch. A follow up CT scan of the pelvis was taken the previous month. This also confirmed a curvilinear metallic foreign body. The physician has not yet determined if surgery is necessary to remove the fragment.

Manufacturer narrative:
The device has not been received by this MFR. An eval has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The june 2007 15-month capio device complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A ship history record is in progress.